Event description:
Per the clinic, the device had been explanted on (B)(6) 2021, due to an infection at the incision line. The patient was treated with both intravenous and topical antibiotics. The patient has not been reimplanted with a new device as of the date of this report.

Event description:
Per the clinic, the device was explanted (date not reported) due to a non-device related infection. Reimplantation is planned but had not taken place at the time of this report.